Event description:
A customer reported to baxter that plastic was found inside the package of the minicap.there is no patient involvement.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. The issue was not confirmed. The paper film had been torn out from aluminum foil, the film at the bottom was still connected with another aluminum foil tightly, and could not be torn out completely. The cause is due to a manufacturing problem related to packaging by the aluminum foil supplier. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was requested. Should additional information become available, a follow up MDR will be sent. This report addressed product quantity 2 of 2.